Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that "it's not working at all". Caller said they had "tried everything" with ins and were still having a return of symptoms. Caller said they had tried making stimulation adjustments and gone through all the programs. Caller said it had been going on for "couple months at least maybe more". Caller said they "stood in the bathroom and didn't know I was peeing". Caller mentioned they had tried going back and switching through programs again. Caller also mentioned therapy turning off on its own. Agent was unable to clarify with caller what they were seeing when this was happening. Patient services reviewed general use of handset. Caller said they were almost "ready to get it taken out". Caller also mentioned they had increased stimulation "as far as I can stand it". Troubleshooting was unable to be performed as caller declined assistance in making adjustments and said they have tried already. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. Patient called back stating that they needed assistance changing to a custom program. Patient said due to not receiving therapy results, patient saw their hcp august 5th and it was determined that patient had a uti. Patient said the hcp told them the ins wouldn't work well if they had a uti. Hcp created a custom program for patient and also gave patient prescription pills to help treat uti. Helped patient find the custom program, change to the program and increase stim to a comfortable level. Patient will monitor symptoms. Patient said they are going back to see their hcp on halloween.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.